Manufacturer narrative:
A product was not returned for analysis. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative clarified a report indicating that the issue was with the cartridge and not the lens. During an intraocular lens (iol) implant procedure, the tip of the cartridge cracked causing the lens to become stuck. There was no reported harm to the patient. Additional information was requested.